Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.8. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported wearing the pod on the arm for between 4 and 24 hours. On (B)(6) 2026, patient experienced hyperglycemia with blood glucose levels up to 498 mg/dl despite administration of correction boluses, accompanied by nausea, migraine, and dry mouth. Patient sought medical attention on the same day, received insulin and sodium chloride, and was diagnosed with hyperglycemia. During treatment, patient removed the pod and applied a new pod per medical professional instruction. Patient was discharged the same day after an approximately one-day hospital stay. Patient alleged the event was related to the pod and confirmed the pod was in use at the time of the event with the cannula properly inserted and appearing normal upon removal.